Event description:
It was reported that the right ventricular (rv) lead had a low r-wave amplitude and high threshold. It was also reported that there was t-wave oversensing and the patient received several shocks. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.